Event description:
Bard, divol, kugel hernia mesh repair recall issue. I am now (B)(6) of age and I have had a total of four hernia repair surgeries, as well as gastro intestinal infection, and fistula repair surgery, which I nearly died from and required a long hospital stay. It was only by chance that two and half years after my last surgery, I just recently learned of the hernia mesh recall and the complications from it, which I have experienced and suffer from every one of the effects reported. I just recently found out about the recall about nine months ago. I nearly died. No hospital, no MFR has ever contacted my parents or myself regarding the recalls and possible complications. As I said before, I only learned of all of this by chance nine months ago from watching a tv commercial of a law office. I am having a hard time getting any help and getting recovery and compensation, and because of the complication, I must take blood thinners for the rest of my life. I need help please. Is there anyone out there that will stand up for the sick.